Manufacturer narrative:
On (B)(6) 2020, the patient reported that one wound site appeared to be infected and irritated. On this date, the patient went to follow-up on the condition with the implanting clinician. The implanting clinician prescribed oral antibiotic treatment (type, dosage, duration unknown). The implanting clinician scheduled a prophylactic explant of the stimulator for (B)(6) 2020. The implanting clinician did not take cultures to confirm the infection. The stimulator was explanted on (B)(6) 2020, without complication. The territory manager confirmed that the implant procedure was performed in a sterile environment with sterile field handling protocols, sterile barriers of all product used were intact before implant, and the procedure was completed in accordance with the product instructions for use. Based on this information, the infection was not confirmed/replicated, there is no evidence that the product did not meet specification, and the stimulator is used to treat pain. The cause of the infection is unknown/no problem found.

Event description:
On (B)(6) 2020, the patient reported that one wound site appeared to be infected and irritated.